Event description:
During surgery, surgeon was attempting to staple the small bowel to the pouch of the stomach that he had created when the end-to-end anastomosis (eea) stapler 25 extra long failed to staple together to form the connection. It cut through the tissue causing the surgeon to have to make the pouch smaller in order to use the stapler again. The device was removed from the field and a new one was used in its place successfully.